Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was noted the school nurse did not want the insulin to go bad so she put the pump in the refrigerator. The patient reportedly tried to power back on the pump and was unable to. The issue reportedly continued for 2 weeks even after multiple battery replacements. The patient reportedly is on a back-up plan. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.